Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The patient reported for treatment of swelling and drainage over implant site. Patient was treated with antibiotics for 4 days. The patient's condition improved and was discharged home on oral antibiotics.